Manufacturer narrative:
Evaluation summary: the empty opened carton was returned along with a plastic specimen cup. The device was not returned. A large portion of broken optic was returned submerged in liquid inside the plastic specimen cup. The optic is torn in the haptic/ optic junction. The adjoining haptic was broken from the optic. The broken haptic was returned. The haptic distal area also has small cracked areas. The remainder of the lens was not returned. All product and batch history records are quality reviewed prior to product release. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause cannot be determined for the reported event of trailing broke. The entire lens was not returned to evaluate. Of the returned pieces, a broken haptic was observed. It cannot be confirmed if the haptic was the leading or the trailing haptic while being advanced through the delivery system. The device was not returned. The position of the haptic as it was advanced and delivered cannot be determined. The plunger position in relation to the haptic during advancement cannot be determined. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the trailing haptic broke off of an intraocular lens (iol) during an iol implant procedure. This was noticed at the time of iol delivery from the injector when the iol was in the anterior chamber being placed in the capsular bag. The iol was removed and the procedure completed with a new lens. Patient experienced an intraoperative iris prolapse, iris tear and atrophy adjacent to the temporal corneal incision site due to the manipulation to remove damaged iol. Additional information was provided indicating that the patient had a follow up exam with the surgeon which showed the corneal edema slowly improving, corneal wound intact, iris atrophy and tear temporally unchanged. The surgeon advised the prognosis is expected to be favorable as long as corneal edema continues to improve over the next few weeks as expected . The patient is not in any pain or discomfort and denies light sensitivity or glare.